Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-15164, reference MFR report: 1627487-2014-15165. The pt has 2 model 3166 leads (from the same lot) implanted as part of her scs system. It was reported the pt is experiencing ineffective stimulation of her left supra-orbital region. Multiple reprogramming efforts were unable to resolve the issue. The pt indicated while using stimulation, it feels like stimulation turns on and off at times. Surgical intervention may be taken at a later date to address this issue.